Event description:
A customer reported obtaining unexpected negative reactions with the 3-cell screening assay on galileo echo instrument (B)(4).

Manufacturer narrative:
A review of initial testing performed on (B)(4) 2012, showed that cell 2 resulted as negative. A review of the image result files for repeat testing on (B)(4) 2012, showed that cell 2 resulted as positive (3+) as expected when using a different lot of indicator cells. The antibody identification panel showed that positive results were obtained with the e positive cells. Controls reacted as expected. The initial lot of indicator cells has expired. We were unable to rule out that the initial vial of indicator cells had been compromised.